Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, oversensing and high, out of range, high capture threshold were observed on the right ventricular lead. Upon x-ray review, atrial lead dislodgement was noted. Programming changes were made. The patient was in stable condition and will be returning to the clinic next year for site assessment.